Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system, and difficulty communicating with the remote control. The patient was instructed on the charging process, however it did not resolve the issue. The patient requested that the system be explanted, therefore underwent an explant procedure of the scs system and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6). Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6).